Manufacturer narrative:
Corrected data: h6 conclusion code and h10. A correction to the device analysis information was made 12/7/2020, and the correction is being submitted here. Device analysis results: the oad was received at csi for analysis. Visual examination did not reveal any external damage to the device. During functional testing the device would not spin. Further internal inspection of the oad revealed that the start switch was misaligned on the motor collar stretcher. The start switch dome was also inverted within the membrane. It is hypothesized that during manufacturing the start switch was repositioned on the motor collar stretcher resulting in the inverted dome and the delaminated adhesive layer. This likely led to the misalignment and inability of the device to spin when prompted during the procedure. It is unknown how the device was able to function for the first several treatments during the procedure. The device functioned as expected after the start switch was replaced during testing. Because the device was unable to turn on, issues with the device turning off could not be confirmed. At the conclusion of the device analysis investigation, the reported inability of the device to spin and was confirmed. The report that the user had to press the on/off button multiple times to stop the device could not be confirmed during analysis. Csi ID: (B)(4).

Manufacturer narrative:
Date received by manufacturer: the event occurred on 18 october 2020, and csi was made aware of the complaint on 19 october 2020. However, csi was not made aware that the device failed to stop spinning when prompted until 9 november 2020. Reportable aware date 11/9/2020 entered in this field. Device analysis results: the oad was received at csi for analysis. Visual examination did not reveal any external damage to the device. During functional testing the device would not spin. Further internal inspection of the oad revealed that the start switch was misaligned on the motor collar stretcher. The start switch dome was also inverted within the membrane. It is hypothesized that during manufacturing the start switch was repositioned on the motor collar stretcher resulting in the inverted dome and the delaminated adhesive layer. This likely led to the misalignment and inability of the device to spin when prompted during the procedure. It is unknown how the device was able to function for the first several treatments during the procedure. The device functioned as expected after the start switch was replaced during testing. At the conclusion of the device analysis investigation, the reported inability of the device to spin and the report that the on/off button had to be pressed multiple times to make the device stop spinning was confirmed. Csi ID: (B)(4).

Event description:
Several treatments were administered with the diamondback peripheral orbital atherectomy device (oad). Another treatment was attempted, but the oad did not spin. The brake was adjusted, the control knob was manipulated, and the oad then functioned as intended. However, when the user attempted to turn off the oad, the on/off button had to be pressed multiple times before treatment ceased. The procedure was completed with a good result.